Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remained on lvad support until (B)(6) 2017 when the patient expired of cardiac arrest. It was reported that the death was most likely due to dehydration, leading to seizure and syncope. The death was reported as not device related. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced 2 embolic strokes of the left middle cerebral artery on (B)(6) 2016, and underwent an embolectomy for treatment. On (B)(6) 2016 the patient experienced a stroke of the right middle cerebral artery after receiving an infusion of tissue plasminogen activator on (B)(6) 2016, and underwent an embolectomy for treatment. The patient recovered from both with minimal deficits. No additional information was provided. The patient expired on (B)(6) 2017 of cardiac arrest. It was reported that the death was not device related.